Event description:
Bipolar forceps burst into fire at junction where forceps is connected to the bipolar cord. Fire extinguished by itself. No harm to patient. Disposable bipolar cord came from flap pack.